Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/26/2016 with the following findings: a review of the black box revealed the pump was never used for basal delivery. There was no evidence of unusual voltage fluctuation observed. The basal program was never set, thus the pump alarmed with ¿call service (cs) 241¿ active basal program empty warning for 27 days from (B)(6) 2016 to (B)(6) 2016 leading to ¿cs177¿ warning on (B)(6) 2016. During testing, the ¿ez-prime¿ steps were performed correctly. All current readings were within specification. There was no overheating or any errors, alarms or warnings that occurred during investigation. The reported ¿temperature issue¿ was not duplicated during investigation. The pump¿s cover was removed; there were no intermittent conditions found to the continued glucose module or to the printed circuit board.

Event description:
.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temperature - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because there is the potential for the user to experience an injury to the skin due to increased pump temperature.